Event description:
It was reported by a healthcare provider that upon accessing an intera 3000 hepatic artery infusion pump with the refill needle from the refill kit, the needle bent in 2 places. The healthcare provider stated no excessive force was used to insert the needle. The needle did not break inside the patient or break at all. Correct needle placement was verified since residual heparin began to immediately flow back with ease. Once the pump was emptied, the healthcare provider safely removed the bent needle, replaced it with the 2nd needle from the kit, reinserted the new needle into the patient without a problem, checked placement with saline, and administered the fudr. No patient injury was reported. The refill kit lot number was requested from the healthcare provider but not provided,

Manufacturer narrative:
The lot number was requested but not available; therefore, a device history record review could not be conducted. Blank fields in the MDR form represent unknown information. If additional information is received, a supplemental report will be filed at a later date.